Manufacturer narrative:
The t:slim x2g5 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A needle tip change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer uses fiasp insulin within their cartridge.